Event description:
It was reported that the monopolar curved scissors sp instrument would not close or open. The customer visually inspected the instrument and found that the tip was missing. The instrument was not used on the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not used on a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the single port monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.20mm x 2.15mm in size. The instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The instrument was inspected and found to have no damage on the drive rod coupling. The instrument was returned without the mcs tip accessory. An in-house mcs tip was installed on the instrument/system and passed the recognition and engagement test. The instrument tips opened/closed properly with no issues. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.